Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The sample was not provided for evaluation therefore the reported condition could not be confirmed. The exact root cause could not be identified. Based on the description provided, the potential root cause may be attributed to the manner in which the product was used as indicated in the instruction for use (IFU) which provides the proper procedure for the insertion and use of the nasogastric feeding tube, as well as the correct removal of the stylet. If the IFU is not followed, the kinked tubing can occur. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to manufacturing awareness. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the infusion pump triggered an alarm because of obstruction of the probe. The nurse carried out the test with auscultation, certifying that there was a resistance, observing that the probe was with addiction to elbow. This was the reason that the diet was not infused. The probe was removed and a new one was placed. There was no harm to the patient involved.